Manufacturer narrative:
D1: brand name corrected. Manufacturer's investigation conclusion: the reported event of data to the system controller¿s white power lead was not confirmed. The reported event of the serial number of the system controller being faded was not confirmed. Multiple attempts were made to obtain additional information, including if the system controller will be returned for analysis, if any log files were available for analysis, and if any photos were available for analysis; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller and its power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that damage to the white system controller power lead was noted during equipment inspection. No alarms were reported. The patient stated the white power lead had a tear and the red wire was visible. The area was covered with duct tape. The serial number label was illegible.